Event description:
It was reported the switch began to emit smoke. Examination of the internal components of the switch revealed a resistor in the circuit board had been damaged, but we were unable to determine the cause. We attributed this report to an unusual product malfunction.